Event description:
The patient has been hospitalized due to a diabetic ketoacidosis. The reporter stated that at 1630 the pump was dropped, the reporter checked the patient's site which appeared to be intact and physically looked at the pump and did not see any problems. When blood sugar was next checked at 1828 it was 470. The previous meal bolus was at 1337 (for a total of 8 units) at which time their blood sugar was 494. The patient had been home sick from school that day and the reporter states they had been vomiting all day, not able to keep anything down. When they were at the hospital the reporter noticed that the cartridge tip itself was cracked, although they were unable to notice any fluid or wetness in/on the pump. When the pump history log was reviewed there were no indications of any system faults or alerts. The reporter feels confident that there is nothing wrong with the pump and will return only the cartridge and tubing for evaluaiton if they can be located.